Event description:
On an unspecified date, a couple of months ago, multiple layers of stents were placed. The patient presented with restenosis of the previously implanted stents. Vascular access was attempted via the radial artery prior to access being obtained via the femoral artery. The target lesion was located in the mid left anterior descending artery (lad). After a 3.5mm non-bsc guide catheter and another non-bsc wire were used to cross the lesion, an emerge balloon catheter was advanced for dilatation. The wire knuckled going down. A 3.00 x 16mm synergy ii drug-eluting stent was implanted in the mid lad. A 3.0x12mm nc quantum balloon catheter was advanced for post dilatation but the device failed to cross. A 3.0x12mm non-bsc balloon was advanced and post dilation was performed. The stent looked fine but there did seem to be a tight lesion in the proximal circumflex. The cardiologist did attempt radial prior to femoral approach. There was a possible perforation or dissection in the brachial area. The patient was in stable condition and went to recovery. Twenty to thirty minutes post stent deployment, the patient experienced st elevation and chest pain and was brought back to the lab. Vascular access was obtained via the left groin. Thrombosis was noted in proximal lad to distal area. The lad was wired and ballooned and the flow was restored. A possible distal dissection was noted and additional synergy stents were implanted to cover the dissection with timi 3 flow post procedure. The patient was unstable with low blood pressure and atrial fibrillation. The patient was placed on three pressures and synchronized cardioverted. The patient was transferred to cardiovascular intensive care unit in critical condition. The patient was still conscious and alert on bilevel positive airway pressure. No further patient complications were reported and the patient was stable.